Manufacturer narrative:
The field service engineer found buildup under the mixer cover plate, as well as both reagent dispensing covers. An ise probe was worn to the point it had exposed metal. All cover plates were cleaned. The ise sipper nozzle, sipper tubing, sipper spring, sipper cover, and pinch valve tubing were replaced. Calibration and controls were tested and there were no issues. Precision studies were performed. Calibrations performed on (B)(6) 2019 and (B)(6) 2019 were ok. Quality control recovery was ok, showing no indication of a reagent or instrument performance issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having ongoing ise issues on their cobas 6000 c (501) module. They received discrepant results for two patient samples tested with ise indirect na, k for gen.2. Incorrect results from these samples were reported outside of the laboratory. The samples were repeated and the repeat values were believed to be correct. Based on the initial results, the doctor ordered additional samples to be collected from these patients. The ise results from the newly collected samples were normal. The sample from the first patient initially resulted with an na value of 129 mmol/l accompanied by a data flag, repeating as 139 mmol/l. This sample initially resulted with a k value of 4.20 mmol/l, which repeated as 4.75 mmol/l. The sample from the second patient, a (B)(6) year old female patient born on (B)(6) and weighing (B)(6) lbs, initially resulted with an na value of 128 mmol/l accompanied by a data flag, repeating as 143 mmol/l. This sample initially resulted with a k value of 3.49 mmol/l, which repeated as 4.17 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.